Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient continued to have abdominal pain and after palpation of the abdomen, the physician stated the pain was probably due to air collection. Intravenous buscopan was given and the abdominal pain subsided. Stedon 5mg IV was administered to the patient to calm her from the pain and the patient experienced drowsiness. The onset of pain was after the abdominal x-ray with contrast, which they administered through the intestinal tube. On the third day of titration at the hospital, paracetamol was administered intravenously due to abdominal pain and the pain subsided. The gastroenterologist and the treating physician reported it probably was caused by the gastrorafin and the air that was administered to the patient during the tubing placement.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.